Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly.

Event description:
It was reported that the patient lost 100 lbs. And the pump was ¿flopping around.¿ the weight loss was stated to be therapy related. The patient also experienced a loss of therapy. It was stated that a revision was unsuccessful. The pump reportedly caused duress and had not been working. The pump was used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent